Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their sensor had needle missing. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Analysis unable to confirm the insertion needle anomaly due to customer did not return the insertion needle only the sensor.